Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Potential root causes include, mechanical or an electronic component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, during a npw treatment a renasys go failed, the consumables renasys f medium w/soft port and renasys go canister 300ml were changed but problem was not solved and it was needed to go back to the simple dressing, without the renasys go. Patient was not harmed as consequence of this problem.